Manufacturer narrative:
Correction to section e: the initial reporter's address has been updated/corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was patient reported they had been having trouble with charging their implanted neurostimulator for at least 2 months. Patient said they used to be able to go 2-3 days after reaching a 100% charge on their ins, but now all of a sudden they couldn't go more than 2 days. Agent asked, patient denied making adjustments to therapy settings or changing groups. Patient also noted they had been sitting for 30-45 minutes trying to charge the implant and only got to 30%, and the controller battery went from 100% to 70% in that time. Agent had patient reset the controller by plugging into ac power supply without li battery and then reinserting after verifying green light was flashing on controller; patient confirmed controller powered on. Patient inspected the controller battery compartment, battery pack, controller port, and recharger plug/cord, but did not see any damage. Patient started a charging session of their implant and was able to start charging quickly with excellent quality; controller and implant were at 80% (which conflicted with the reported values at beginning of call). Agent reviewed external equipment all appeared to be functioning as expected. The issue was not resolved. The patient was redirected to their healthcare provider to have reps meet and interrogate the ins. Patient noted they had direct contact info for two reps, so they may reach out to them directly.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.